Event description:
It was reported that the procedure was to treat the right common iliac artery with mild calcification and the left common iliac artery with moderate calcification. Kissing balloon technique was performed with a 7 x 40 mm fox plus balloon on the right side, and an 8 x40 mm armada 35 balloon on the left side. Kissing stent technique was then performed with two 8 x 29 mm omni elite stent delivery systems (sds). The sds on the right side did not show any problems; however, the stent on the left side moved proximal and was not between the markers, on the sds balloon. The physician noticed that the stent was not between the markers and placed the stent in the correct location. It was noted that during advancement of the sds, some resistance was noted with the sheath. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The loose stent and resistance with the introducer sheath could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4).